Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer ran quality controls (qc) and obtained abnormal assay flags for another method. Ccc performed sample probe alignments, primed the system, performed sodium hydroxide clean and ran check 1 on photometer and sample probes, which passed. Ccc reran qc and obtained abnormal assay flags for another method. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods and found faulty sample probe 1 (s1) mixer and replaced it. The cse also replaced reagent probe 1 (r1). The cse ran auto-alignment for s1 , sample probe 2 (s2) and r1. The cse performed alignment diagnostics for s1 and r1, which passed. The cse performed mixer diagnostics on s1, which passed. The cse ran check 1 on s1 and r1, which passed. The cse reset the system and then the customer performed qc for mg and another methods, which were within range. The cse observed that qc for another method still resulted with abnormal assay flags. The cse removed the flex and observed residue on top of the flex. The cse repeated the qc for another method, which was within range with no flags. The cause of the discordant, falsely depressed mg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg result.